Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported when the pt is near the microwave the stimulation turns off and on intermittently. When she checks the programmer, no bars are present. Also when the stimulation shuts off she falls because she is unable to maintain her balance. An sjm representative plans to meet with the pt to troubleshoot the issue. No further info is available at this time.